Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2016 it was reported that the physician has had difficulty interrogating patients and has stated that the issue is with the usb port or usb connector cable. It was stated that the sales representative went to the physician's office to troubleshoot and it was determined that the site has three programming systems and only one tablet had issues interrogating. The issue was identified through further troubleshooting to be the serial cable. Of the three tablets that the office has, it is unknown which tablet the serial cable was associated with. The tablet serial cable was received for analysis on 01/22/2016 and analysis is underway but has not been completed to date.

Event description:
Product analysis on the tablet serial cable was completed and approved on (B)(6) 2016. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.